Event description:
A us distributor reported that an electrode belt had bent pins / damaged e-belt connector and experiencing can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector and can connection status) has been confirmed. The electrode belt was unable to complete essential performance testing. The cause of the failure was isolated to the electrode belt's knit lines being damaged, causing the trunk cable connector to not fit securely on the monitor. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had bent pins / damaged e-belt connector and experiencing can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector and can connection status) has been confirmed. The electrode belt was unable to complete essential performance testing. The cause of the failure was isolated to the electrode belt's knit lines being damaged, causing the trunk cable connector to not fit securely on the monitor. The root cause for the damaged knit lines could not be positively identified. There was no adverse event that resulted from the damaged belt.